Event description:
A home pt's daughter contacted baxter's technical service department regarding a low drain volume during initial drain. Fibrin was noted. Baxter's technical service rep assisted the home pt's relative with an end of therapy procedure. A follow-up call was placed to the home pt's daughter in 1-2006, and the home pt's daughter indicated that the home pt had been in the hosp for an infection. A call was then placed to the home pt's peritoneal dialysis (pd) nurse the same day. The pd nurse stated the home pt was admitted to the hosp in 2005 for peritonitis. The culture (date unk) grew out coag-staphylococcus. The home pt was treated with 2 grams vancomycin every four days. The cause of the peritonitis was believed to be touch contamination, and the home pt was not re-trained in aseptic technique. The home pt was discharged from the hosp 2 days later.